Event description:
The (B) (6) patient received a 3.0 x 23mm cypher stent in 2003. Approximately seven years later, the patient was hospitalized. Physician noted an aneurysm surrounding the cypher stent with a stenosis just proximal to the stent. No intervention was done at that time.

Manufacturer narrative:
The device was implanted in 2003. Month and date are unknownthe product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Information received from a sales representative indicated that a physician noted an aneurysm surrounding a 3.0mm x 23mm cypher stent. The event was observed approximately seven years after the initial implant. No intervention was performed at that time. There is no other information forthcoming and the procedural cd's have not been provided. The sterile lot number for the device is unknown therefore a device history report review could not be conducted. Coronary artery aneurysm is a known potential adverse event associated with implanting coronary artery stents. Without the procedural cd's the reported event could not be confirmed. With the very limited information provided it is not possible to determine what factors may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore not corrective action is needed.